Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes and sent to manufacturing site: trumatch engineering team for evaluation. The team conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on custom-made device trumatch cmf peek mil. CT scan header fields were reviewed. The scan was shown to meet not the scan protocol for acceptable values and header values these were identical to the noted values on the scan intake form per the complaint description above, the psi case files and communication were reviewed. The investigation included an end-to-end process review of the documentation and forms along with the surgeon complaint report and the received details on the case. No images intra or post operatively were received with the complaint. The implant design was completed and verified as per the depuy synthes design instructions and roles. After the surgeon reviewed the design and approved it (with his signature), the device was produced and inspected according to process and released upon acceptable quality inspection. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the device was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: device history record (DHR) review conducted: part number: sd802.835, lot number: 5305p70, manufacturing site: mezzovico, release to warehouse date: 22 mar 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from spain reports an event as follows: it was reported that during a craniofacial reconstruction procedure on (B)(6) 2023, the surgeon encountered difficulties while trying to place a trumatch peek plate. They were not able to successfully implant the device. During planning, the initial images uploaded to the proplan platform did not follow the parameters, so a different CT scan was uploaded to the platform, and the design of the implant was made. This design did fit perfectly with the patient. Procedure was not successfully completed. This was an unknown delay. The patient will undergo another procedure. This report is for a custom-made device trumatch cmf peek mil. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: event description updated. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay related to this event. No additional medical intervention was required. The procedure was completed successfully using a mesh.